Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, a e102 (examination lamp error) occurred on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information. Based on the results of the legal manufacturer's final investigation, a root cause could not be identified. The phenomenon was not duplicated, and the cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual of clv-190 describes the following, and the reported phenomenon might be prevented by following the descriptions: ¿[3.3 installation of equipment]. Keep the ventilation grills of the light source clear. The ventilation grills are located on the rear panels. Blockage can cause overheating and equipment damage.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.